Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that probably about a month ago, their implant battery was not holding a charge and would deplete quickly. Pt mentioned they don't use the device fully, and they charged the implant full, but after 4-5 days before they use it, the implant battery was already draining down. Pt said that even when they were using the device, the implant battery runs out quicker than it used to. Pt also said it would only take them 30 minutes to 1 hour to charge the implant from 0 to 100%. Agent asked, pt said they don't have the equipment with them. Pt said the recharger worked fine and charged their implant to full and they could turn on the stimulation. Pt also said that their stimulation might need to be adjusted because it's been a while since they had to look at it. Agent reviewed with pt the implant battery longevity. Agent advised pt to call back once they have the device with them for further troubleshooting but pt refused. Agent redirected pt to their doctor but pt said their doctor told them to call patient services. Agent still redirected pt to their doctor. No symptoms were reported.